Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on that day was above 600 mg/dl with moderate ketones and vomiting. The reporter noted the patient was treated in an emergency room with intravenous fluids and insulin via injection, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump experienced an unexpected power-loss issue: it was reported the pump powered-off overnight without warning or alarm. No device damage was reported. The pump powered on with a battery replacement. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: during investigation, the black box showed the pump without power. The black box showed the pump was in use for 48 hr beyond the reported incident with no further power issues occurring. The daily insulin delivery totals correctly reflected the users programmed basal rates. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hr with no power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within the require specification. The pump was opened and there was no damage found to the power circuit.